Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) device was interrogated and found to have recorded an alert that indicated this left ventricular (lv) lead recorded high out of range pacing impedance measurements. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, ts confirmed the lv lead vector pacing impedances had measurements that measured to be greater than 2000 ohms. Ts discussed possible causes with the field representative. At this time, the lv lead remains in service. No adverse patient effects were reported.